Event description:
A customer tested patient sample for accu tni and a result of 0.61ng/ml was obtained initially and 0.43ng/ml upon an automatic rerun (rfx) of the original sample result. The original sample was tested again, and a result of 0.82ng/ml was obtained initially and 0.29ng/ml upon rfx. A fresh sample collected from this patient on the next day gave results in the range of 0.31-2.03ng/ml. Another patient sample gave an accu tni result of 1.23ng/ml when it was tested. The original sample was re-tested several times and repeated results were in the range of 0.02-0.03ng/ml. The erroneous results were reported out of the lab, but there is no information which ones. A corrected report was sent, but it is unclear for which result. It is unknown if patient treatment was affected in connection with this event.

Manufacturer narrative:
The specimens were collected in plastic bd serum tubes. The samples were centrifuged at 3,100 rpm for 10 minutes. Qc was within specifications before and after the event. There were no result flags, or event log messages associated with this event. A field service engineer (fse) was on site during the time of the event to perform service unrelated to this event. A) the fse examined specimens and noted that many samples were short draws. Per fse, the 1st sample from patient 1 displayed an obvious fibrin-like formation in the serum. The 2nd sample from this patient was a short draw, was aliquoted into an insert cup and red cell precipitate was noted. B) the fse discussed sample handling with customer, and bci sent such literature to customer. C) the fse had customer run a system check, and it passed with good precision. D) customer was not questioning instrument performance and declined to have fse perform any further hardware verification. E) the fse remained on site the entire week, and there were no further events reported by the customer. Although pre-analytical sample handling may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.